Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had insulin pump error alarm. Customer¿s blood glucose was unknown. Customer was unable to complete the rewind and when customer went to rewind the insulin pump, the error occurred again. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed pump error 38 during the rewind due to corroded motor home switch. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error 38. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. Device received with damage serial number label.